Event description:
Rptr's father had femoral catheter to administer tpa into his right leg. After removal of catheter he almost bled to death. Only noticed by rptr's brother. Rptr's father had to have a transfusion.